Event description:
The pt was implanted with a left ventricular assist device (lvad). Vad coordinator reported pt was admitted for hemolysis. Inr therapeutic ldh 1200, pf hgb 107. Started on persantine and high dose heparin. While on transport to operating room for orthotopic heart transplantation (dht), pt lost consciousness and CT scan revealed large intracerebral hemorrhage (ich). All medical support removed and pt expired.

Manufacturer narrative:
The device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.